Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, upon loading the stent onto the wire, the shaft broke off. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine and stable.